Manufacturer narrative:
During treatment, there was patient impact. The logs inspection showed error message usm08 (2 times) and the faulty handpiece was replaced with another handpiece without tuning it and therefore received error message usm06 prior to surgery. The user primed and tuned the handpiece and continued with the surgery. The patient received a corneal burn, which was stitched by the user. All handpieces from that day were checked, and the ultrasound module was checked following b+l guidelines. The customer never mentioned the error message usm08, which states, "the ultrasound handpiece has failed the tuning process". Conclusion: corrective maintenance was performed following b+l factory guidelines sp-st-0025, all performance and safety tests have been completed. No more additional remarks and the customer was informed. The system is ready for use. The device history was reviewed and found to meet all physical and functional requirements. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility in the (B)(6) reported that at the beginning of surgery, the error message, "handpiece has failed the tuning process" appeared twice. The user facility removed the faulty handpiece and replaced it with a different handpiece. Once the replacement handpiece was on and surgery was about to begin, another error message appeared prompting the user to prime and tune the handpiece, and the user complied. The user facility reported that while using the handpiece during the procedure, there was a cloud of dust that was not immediately sucked away. At the end of the procedure, a corneal burn was observed on the patient's eye which required stitching. It caused a prolonged surgical procedure, more than an hour, but no additional anesthesia was needed. The surgery was completed and the corneal burn is being treated at another facility.